Event description:
It is reported that reservoir leaked. After visual analysis, it appears that the stand of the reservoir has a hole. The insulin flooded the insulin pump and created a motor error alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.